Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been having a lot of low blood glucose levels with his sensor for 1 week. Customer stated that his sensors are working fine. Customer stated that his blood glucose is running low a few times a day because he is absorbing insulin better than his previous pump. Customer's blood glucose was 50 mg/dl at the time of the incident. Customer's current blood glucose is 180 mg/dl. Customer treated with food. Customer did not feel the need to troubleshoot the pump because he feels the issue has to do with his setting.